Manufacturer narrative:
The initial MDR 2432235-2016-00482 was filed on august 19, 2016. Additional information received (08/29/2016): the customer confirmed that the result was deleted off of the instrument but the result had been transferred to the laboratory information system (lis) and was able to be retrieved. The lab manager has assigned permissions settings for each lab technician, but deletion of results can be done at all levels. A siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc confirmed that the users have the ability to delete patient results if they are signed in as either a level 3 or level 1 user. The software is working as intended. No instrument or software issues were found with the instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) specialist. The customer could not find a specific sample result from (B)(6) 2016. The ccc requested the customer to do a historical search using the sample ID they needed. The customer was not able to find the results from (B)(6) 2016, they were only able to view the results from (B)(6) 2016. The customer can only view details of the results from (B)(6). The customer is unable to view the dose for the results from (B)(6) 2016. The ccc suggested to the customer to check the laboratory information system (lis) to find the information. The customer confirmed the information was in the lis. Upon further troubleshooting, the ccc instructed the customer to log in as a level 3 user and to check if the delete button was still accessible. The customer stated that the delete button was still available as a level 3 user and was still available when not logged into the system. Only a level 1 user should be allowed to perform this action. Siemens is investigating the issue.

Event description:
A customer reported that they were not able to find a specific patient sample ID result from (B)(6) 2016 on their advia centaur xp instrument. The customer reviewed the instrument data and found the results for the test performed but was not able to view the dose of the test. There are no known reports of patient intervention or adverse health consequences due to results being deleted from the system.